Event description:
It was reported that a device is duplicating the keys when pressed. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "device registers 2 key presses each time a key is pressed." The device meets specification for the reported symptom. Unit was tested for 24+ hours and on keypad output response anomalies were apparent during the product evaluation. Each key was tested per (B)(4) and found to function correctly without any anomaly. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.